Manufacturer narrative:
The pod was received fully deployed. Upon investigation of the pod, it was observed that the soft cannula was measured to below the specification and the exposed portion was cut. It can not be determined when this damage occurred. A leak test could not be performed due to the fact that the external portion of the soft cannula was cut. The downloaded data exhibited no timeouts or drive stalls, indicating that there was no struggle in delivering insulin.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl. The pod was reportedly leaking from the infusion site (leg) while wearing the pod between 24 and 36 hours. No treatment was provided.